Manufacturer narrative:
Device evaluated by MFR: the filterwire ez was returned for analysis. A visual inspection revealed that the wire returned inside the delivery sheath and the filter bag came back in deployed state. The retrieval sheath was returned. It is possible to observed that the spring tip was bent. Functional inspection revealed sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way. No other issues were identified with the device.

Event description:
It was reported that the filter could not be removed. A 190 cm filterwire ez was selected for use. However, after positioning the filter in the right internal carotid artery, several attempts were made to remove it using the standard technique but were unsuccessful. Even after removing the filter and manipulating it outside the patient, it was not possible to extract the filter. The device was replaced, and the procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that the filter could not be removed. A 190 cm filterwire ez was selected for use. However, after positioning the filter in the right internal carotid artery, several attempts were made to remove it using the standard technique but were unsuccessful. Even after removing the filter and manipulating it outside the patient, it was not possible to extract the filter. The device was replaced, and the procedure was completed. There were no patient complications as a result of this event.